Manufacturer narrative:
Sixteem sealed samples were returned for evaluation. Two of the samples did not belong to the customer's reported lot # (the lot # was 1512005). A visual inspection revealed no defects on any of the returned units. A simulated use test was performed by connecting the samples to different protectors and no anomalies were found. The injectors turned and connected properly to the protectors and no needle exposure was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1605004 (or for lot # 1512005).

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that on three separate occasions as a nurse was using a bd phaseal¿ injector luer lock n35, the device would not nest properly and when removed from the medication vial, the device came apart leaving the needle exposed. There was no report of injury or medical intervention.